Event description:
The customer reported being in the emergency room for hyperglycemia. The blood glucose reading was 272 mg/dl. The customer stated that the insulin pump went into the prime mode inadvertently. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.